Event description:
It was reported that pump generated cartridge alarm 30 and that caller had experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for placing old pump in storage mode and returning it within specified time frame, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.